Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found haptic tears, the haptic bent and deformed, and debris on lens. (B)(4)

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, diopter -14.50/+2.5/170 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for a longer lens due to the patient experiencing low vault. The problem was resolved. As of the date of MDR submission, the lens has not been returned for evaluation.